Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic procedure , the device was only able to fire on the first clip. The second clip would not load. The surgeon used a second device and third, however the same issue occurred. The surgeon then used a fourth device to resolve the issue inorder to complete the case. There was no patient injury.